Event description:
Nurse empty the foley catheter 630ml. Thereafter, the nurse found the foley catheter on the bed, out of pt with the tip missing from the catheter. L&d dr refered the pt back to her primary dr.